Event description:
Asr revision, asr resurfacing - left hip, reason for revision: unknown. Update: (B)(6) 2015, updated to bilateral, see com (B)(4) for right hip which has today been recreated from dint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780. Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Update (B)(4) 2018: communication received from (B)(4). Additional information received: reason(s) for revision: pain and alval/soft tissue reaction. Doi:(B)(4) 2008; dor:(B)(4) 2012; left hip.

Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.